Event description:
The facility representative reported a flogard infusion pump with a failure code of 7. The event was reported to have occurred upon power up in the general pt ward. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "f-7" was confirmed by service as f-27 because the only way a customer can see f-7 is through the alarm log and the f-7 is typically viewed on the display as just a communication alarm. The slide clamp sensors were cleaned and resoldered to resolve the reported condition. Should additional information become available, a follow-up medwatch will be submitted.